Event description:
The distributor received a batch of devices and, prior to further distribution or use, found pouch damage in a small sample of product that in one instance breached the sterile barrier. No adverse events were attributed.